Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-13995n mulitfire scorpion needle broke inside the rotator cuff tissue while trying to pass and could not be retrieved. X-ray confirmed the needle was inside the cuff tissue but after further exploration the fragment could not be extracted. See source data attached. Additional information received on 9/25/2020: the issue occurred during a rotator cuff repair. The x-ray revealed the broken tip stationary and suspended about the bones which indicated it was in the cuff. The surgeon searched 20 minutes subacromial and 20 minutes intraarticular with a probe and graspers. The surgeon believes they felt the piece inside the tissue, but determined it would be more detrimental to try to retrieve the metal piece and compromise the native tissue, so the surgeon aborted trying to get it out of the cuff tissue. No unplanned incisions were necessary.